Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. No unexpected low battery alarm noted. The test reservoir volume matches the units remaining in the status screen. Unit had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6)2017 with blood glucose of 38 mg/dl, and on (B)(6)2017 with blood glucose of 42 mg/dl at the time of the incidents. The customer was given intravenous fluids for the first incident and glucagon shots for the later incident. The customer experienced symptoms such as confusion, hysteria, and loss of consciousness. The customer was wearing the insulin pump during the incidents. Troubleshooting was completed and customer reported that the pump's programming was inaccurate. The customer believes that the pump is over delivering insulin as their doctor said that having two low blood glucose incidents in 48 hours is not normal. The insulin pump will be returned for analysis.